Manufacturer narrative:
The evaluation of the device is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that current leakage was felt in the working element and heat was felt on the telescope during a therapeutic transurethral resection of the prostate. The customer was using a non-olympus cautery. Post surgery, the patient reported urinary incontinence and developed urethral strictures. On (B)(6) 2024, the patient received medical treatment and was prescribed with medication to treat the urinary incontinence due to the strictures. There was no surgical intervention. The patient has recovered and was doing fine in health aspects.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was evaluated by olympus, and it was observed that the internal electrical contact inside the teflon body is damaged by corrosion, which resulted in poor contact between the electrode and the working element. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the reported event occurred due to the user used a working element damaged by rust. Although the observed device defect is a non-reportable malfunction, the component failure likely caused and/or contributed to the reported event. Olympus will continue to monitor field performance for this device.